Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation there was no resistance felt during removal of the stylet or protective sheath, air aspiration was performed outside the anatomy, but the balloon was not soaked prior to use. The bdc was advanced to the lesion with no resistance. Upon the first inflation to about 8 atmospheres the balloon ruptured. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter (cdc), instructions for use specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, it is likely the balloon interacted with the challenging anatomy during advancement, thus causing the balloon to become damaged and subsequently rupture during the first inflation at approximately 8 atmospheres (atm). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.